Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the radiofrequency programmer head was out of specification electrically (the uplink amplitude test was out of specification) and that the label was delaminated. Concomitant products: product ID 2090w programmer. (B)(4).

Event description:
It was reported that the display screen on the programmer was "shattered" and that it needed a software update. The programmer was returned for service. It was indicated that there was no patient involvement. It was further reported that the radiofrequency programmer head which was returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.